Event description:
The following was reported to hamiton medical ag: biomed called with a complaint that their military t1 ventilators are all alarming the same alarms: tf331001, tf346054, tf385002. No patient harm.

Manufacturer narrative:
Analysis with the biomed has determined that rt staff are hanging equipment at the rear of the device, therefore occluding airflow to the rear intake of the device. Therefore, the cause for the issue was not device related. Hamilton medical ag case number is:(B)(4).